Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to fill tubing more than once. There was no reported impact to customer's blood glucose. Reportedly, the customer successfully completed the load fill tubing sequence and insulin delivery was resumed.